Event description:
The customer alleged that her blood glucose reading had been high. While troubleshooting, she performed control tests and received a result of 216 mg/dl. The normal control range was 114-165 mg/dl. No adverse events were alleged. The customer's test strips are to be returned for evaluation. Replacement test strips sent to the customer.